Event description:
It was reported that a patient presented to clinic for follow up and their pacemaker (pm) was unable to be interrogated. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal voltage levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.